Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report the insulin pump was exposed to moisture when she went into the river while wearing it. Blood glucose reading was 258 mg/dl. Customer stated that there is fluid underneath the display screen. Advised to stop using the insulin pump. No replacement sent because the customer has already received a replacement insulin pump. Nothing further reported.